Event description:
Patient presented with a displaced lead that was attempting to protrude. The patient was referred for vns explant. The patient was reported to have good seizure control with vns. Further information was received from clinic notes. There was protrusion of the lead and it was noted that the lead had not broken through the skin. The patient was referred for revision or removal of the vns. The device was programmed off due to the surfacing lead. The physician's assessment of the cause of protrusion was migration. The physician's assessment of the migration was unknown. The physician indicated that the referral for explant or revision was to preclude a serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received from the surgeon's treatment plan. The surgeon noted that the device was programmed off and could be turned on as needed. The physician noted that it was the anchor tether protruding not the lead wire. It was noted that the patient had gained weight and that the protrusion looked better than before. The notes indicate that the patient should continue to work on nutrition. The physician notes that there is no danger of device eroding. No other relevant information has been received to date.

Event description:
Surgical notes from the lead implant surgery were received. The notes indicate that the two tie-downs provided with the product were used to secure the lead during implant.